Manufacturer narrative:
The product is expected for analysis, but it has not been received. Additional info will be submitted with 30 days of receipt.

Event description:
During prep, prior to inserting in the pt, there was leakage between select plus 150/5 cm hub and 1 cc syringe. Additional info indicated that the products were new. The exterior and inner package was not damaged. The microcatheter was stored according to (IFU) instruction for use guidelines. The microcatheter was not exposed to high heat. The flush syringe fit properly with the hub and was not the cause of the leakage. The syringe was checked for damages, and it was not damaged. Prior to connecting the syringe, no part of the microcatheter was damaged (specially the hub). The hub did not appear damaged (cracked) in any way, at least on visual inspection. The syringe fit correctly on the hub, and it not over-tighten on the hub. Another syringe was attached to the hub to test that the previous syringe was not the cause of the leak, and the hub continue to leak. Other than reported event, no other damages were noticed with the microcatheter. The pt was a female.